Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. The device was not in patient use. During the initial evaluation an alarm indicating a sensor offset drift during calibration was observed. The system board will be replaced to address the issue. This would not affect the device's ability to deliver therapy as designed. Several components were found to be contaminated and need replacement. The final evaluation was completed, and a pressure sensor mismatch alarm condition was observed. The device's machine flow sensor was found to be contaminated and needs to be replaced. A final report is being submitted. If new information becomes available that changes the outcome of the investigation a follow up report will be filed.